Event description:
It was reported the powered laser surgical instrument fiber caught fire when secured to the laser. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: a2, a3, b5, d9, h3, h4, h6, h7, h9 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber was broken at the connector boot. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue due to overheating problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powered laser surgical instrument fiber caught fire when secured to the laser. The issue occurred during a therapeutic ureteroscopy with laser ablation of stone. There were no reports of patient harm.